Event description:
A (B)(6) m who sustained a fractured left femur in high school, had a schneider rod placed. Schneider rod removed about a year later due to pain. Patient developed significant degenerative arthritis of left hip. In 2009, patient had a left total hip arthroplasty. Patient developed significant pain and was found to have a loose femoral component in the left due to lack of proximal fixation. Patient had a revision with a trochanteric osteotomy to get prosthesis out and fixed. Approximately 3 months ago, patient began to have pain again. Patient had broken left femoral component that is now loose proximally and distally. On (B)(6) 2015, patient had a revision of left total hip arthroplasty, which required special instrumentation for extraction of prosthesis. Rep from smith and nephew present/supplied equip necessary for removal.